Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2021). Device pending return.

Event description:
It was reported that approximately four months post port placement in the right chest wall, the device allegedly unable to be aspirated and there was difficulty in flushing the device. It was further reported that x-ray revealed catheter fracture. There was no reported patient injury.

Event description:
It was reported that approximately four months post port placement in the right chest wall, the device allegedly unable to be aspirated and there was difficulty in flushing the device. It was further reported that x-ray revealed catheter fracture. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the eighth complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one powerport MRI isp attached to a catheter was returned for evaluation and one electronic video was provided for review. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture, difficult to flush, suction problem and identified dent in material issues as a longitudinal split was noted approximately 5.0cm from the distal end of the cath-lock. Further, the investigation is also confirmed for the identified material discolored issue as discoloration was noted in the area of the longitudinal split. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Warning: do not power inject through a port system that exhibits signs of clavicle-first rib compression or pinch-off, as it may result in port system failure. ¿this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off. Signs of pinch-off clinical: difficulty with blood withdrawal. Resistance to infusion of fluids. Patient position changes required for infusion of fluids or blood withdrawal radiologic: grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray as follows ¿preventing pinch-off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched. H10: d4 (expiry date: 10/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.